Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer reported that they received an informational power on reset error code. The power on reset was successfully cleared through troubleshooting and the issue was resolved. There were no patient symptoms reported with the event. The indication for use was n on-malignant pain. Should additional information be received, a follow up report will be sent out.